Event description:
Received report that a steinmann pin part number 1620-509ns had broken off in the patient's bone. Information indicated that the pieces were recovered and that there was no injury.

Manufacturer narrative:
Due indications of the device breaking off in patient, though device was recovered, problem was determined to be reportable to the FDA as a precaution.